Manufacturer narrative:
This failure was traced to a failed component (shorted capacitor) in the power supply.

Event description:
The customer reported that smoke and burning smell emanated from the rear part of the system.